Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via email indicating that they experienced low blood glucose levels of below 50 mg/dl twice with in two days. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their sensor was lodged in the serter and had to try multiple sensors. The customer had issues with the insertion method of the sensor but the customer did not return their sensors back for analysis.